Manufacturer narrative:
(B)(4). The device was not returned for evaluation. Thrombosis and death/expired are listed in the xience prime, xience prime long length (ll) and xience prime small vessel (sv) everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue.

Event description:
The primary cause of death was reported as sudden death. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2014, a 2.75x33mm xience prime stent was successfully implanted in the mid left anterior (lad) coronary artery lesion. On (B)(6) 2016, the patient expired. Although there is no evidence the implanted xience prime caused or contributed to the death, per study physician, a stent thrombus is possible. There were no reported tests and no autopsy was performed. There was no additional information provided.